Event description:
Staff alleged the CPR function would not lower the head section. No injury reported.

Manufacturer narrative:
Technician found the CPR function would not lower the head section. The emergency trend function lowered the head hi/low at normal speed. Replaced the hydraulic manifold to resolve this issue.